Event description:
The customer reported that the pt monitor has "drop damage". No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes that pt monitor was dropped. The exact sequence of the event is unk. No user/pt injury was reported. Although product failure was not reported to philips, in the abundance of caution, philips will report this complaint as pt/user injury can occur with an unexpected fall of the monitor. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.